Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that on the final angiogram revealed a proximal type I endoleak. The physician believes the cause of the endoleak was due to calcium in the proximal aortic neck. The physician decided to intervene and implant an endurant cuff however, the endoleak still persisted. The physician will follow up with the patient in 30 days. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received: it was reported that 10 heli-fx endoanchors were also implanted during the index procedure as treatment for the type ia endoleak. If information is provided in the future, a supplemental report will be issued.